Event description:
A customer contacted beckman coulter inc. (Bec) stating that the cap on the synchron lx sample diluent 1 wasn't completely closed and the bottle inversion caused leakage in the warehouse. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
The customer was sent replacement. (B)(4).